Event description:
Device issue: proximal shaft separation. Time of device issue: unknown. Adverse event: none. It was reported that there was an unknown product issue. Reportedly, there were no patient effects. During return device analysis, a proximal shaft separation was observed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.